Event description:
It was reported that continuous glucose monitor displayed error message while sensor was in use. There was no reported impact to the customer¿s blood glucose level. Customer support guided caller through pump reset process and provided complete reset instructions while caller performed reset on pump.